Event description:
A report was received regarding a procedure to explant a tibial nail and screws. The patient was implanted with the tibial nail on (B)(6) 2011. Reportedly, the patient is fully healed however, complained of pain from the screw heads. All hardware was explanted on (B)(6) 2012. This is report # 2 of 8 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.